Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an angioplasty of the av fistula cephalic vein, post initial inflation of the pta balloon, the pta balloon could not be retrieved through the sheath. Therefore, the pta balloon and sheath were removed as one unit; the guide wire remained for access. A new sheath and pta balloon were used to complete the angioplasty successfully. There is no reported pt injury.